Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged approximately four months post implant. A revision procedure was performed. The lead was successfully explanted and a new lv lead was implanted without incident. No additional adverse patient effects were reported.